Event description:
After iabp for less than 48 hrs, the iab leaked. The iab was removed and no second was inserted. The following was rpt'd on 8/12/97: after blood was noted in the tubing, the nurse stopped counterpulsation and notified the dr. The dr removed the iab without further incident. Event complications: none from the event - rpt'd 7/14/97. Pt current status: stable - rpt'd 8/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.